Event description:
The accudrain without anti-reflux valve didn't' work properly. The event was described as: after the system was inserted, the sliding bracket did not work properly which sets the amount of cerebral spinal fluid (csf) to be drained. The clinical educator tried to troubleshoot, but eventually instructed the nurse to revise the system. Pt demographics, event onset date, pt injury, and surgery delay were all unk. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.